Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room because they received shocks from their implantable cardioverter defibrillator (ICD) due to possible rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is on a visa and went to the emergency room because they received shocks from their implantable cardioverter defibrillator (ICD) due to possible rvr (rapid ventricular response). It was also noted that all therapies were exhausted for an episode. The ICD remains in use. No further patient complications have been reported as a result of this event.